Event description:
It was reported the devices were used during an unknown procedure. It was reported the staplers misfired. There was no other info available regarding the event. There was no consequence to the pt.